Event description:
During baxter's functional testing, it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified constant downstream occlusion alarm was confirmed and reproduced during evaluation. The alarm was found to be caused by a failed downstream sensor. The force sensor flex assembly was replaced.